Manufacturer narrative:
It is unclear based on the available information if the instrument and/or the implants were contributing factors to this event. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
As stated "dr. Had implanted an avs tl spacer during an mis procedure utilization the luxor system with mantis screws. The avs tl spacer was determined by dr. To be in a less than optimum position and was subsequently removed and replaced with an avs pl spacer. There was a question as to how and when the tl implant had been deployed from the inserting instrument during the surgical maneuver. Dr. Stated that he had a handle of the instrument with the "latch key" engaged which stabilizes the tl implant to the inserter. Once the implant was removed, dr. Reapplied the tl implant to the instrument to ascertain the integrity of the instrument/implant relationship while the "latch key" was engaged. At that time, it appeared that the instrument and the tl implant were engaging properly. The hospital, as of 2008, has requested to review the events during as meeting to be held the following month."